Event description:
Event description cpi received information that during a implantable cardioverter defibrillator (ICD) replacement, the physician noted a dent in the insulation of the lead, and as a precautionary measure, decided to use the lead repair kit on the large patch lead. The lead has been repaired, and remains actively implanted.